Event description:
The patient removed the IV bag for an MRI and when the patient returned, the IV bag fanny pack was drenched with liquid. Upon opening the IV bag fanny pack, the patient discovered the IV antibiotic had leaked into the fanny pack. The patient contacted us at the pharmacy and brought the IV bag back to the pharmacy. Upon inspection, the IV tubing that connects to the spike had become dislodged. It appears the tubing and spike were never properly bonded together. As the compounding technician only inserts the spike into the IV bag and this process would not have any effect on the tubing, this event was by no fault of the pharmacy.